Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump had software error detected alarm. Customer blood glucose value was 320 mg/dl at the time of the incident. The customer was assisted with troubleshooting. Customer states they were checking the insulin pump and got p software error detected alarm and then got battery failed. Customer states they tried to change battery and insulin pump had insert battery alarm. The device will not be return for analysis.